Event description:
The manufacturer received information alleging a ventilator's tidal volume was high. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing between the active exhalation control module and manifold was reconnected to address the issue. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.